Event description:
It was reported before use of the bd preset¿ syringe with attached needle the needle was separated from the syringe. The following information was provided by the initial reporter. The customer stated: "when checking the package, the needle was found to have fallen off."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose or separated cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose or separated cannula. Bd was not able to identify a root cause for the indicated failure mode.